Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensors. Customer stated that the sensor was not lasting 6 days because the cal factor was not falling into the optimal range. Customer stated that she is getting cal error and change sensor alarms. Customer does not want to troubleshoot the alarms. Customer's blood glucose was 39 mg/dl when she was attempting to calibrate. Customer declined to provide her current blood glucose. Customer stated she treated her low blood glucose with fruit. Customer stated that she is okay and refused to troubleshoot for low blood glucose. Customer was not concerned with the pump and its function. Customer declined emergency medical services. Customer inserted another sensor and required no other assistance.